Event description:
It was reported that the right ventricular (rv) lead exhibited decreased sensing. The lead was explanted and replaced. During the replacement procedure, it was not possible to retract the helix, and the physician was surprised at the amount of blood seen through the isolation of the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. All insulators were found to be breached cut. Blood/body fluid was found on the distal conductor (not obstructed) as well as the outer tubing overlay. Blood was also found on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head), and tissue was found on the helix. The inner tubing was kinked/buckled and the lead appeared to have been damaged at implant.